Event description:
Hardware was implanted (B)(6) 2010 for a spinal fusion at l1-l2. Immediate postop period uneventful until pt began to experience pain. X-rays taken (B)(6) 2010 showed that both right and left rods had slipped out of the screw heads and locking caps. Hardware was removed and pt revised to vas iii. This is the 6th of 10 reports submitted on this event.

Manufacturer narrative:
Add'l info has been requested. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested. Synthes is unable to determine mfg date. Add'l info has been requested.